Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 800 mg/dl. Customer¿s high blood glucose value of 400 mg/dl at the time of incident. Customer's other blood glucose value was 498 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with manual injection. Based on customer report customer did not allege insulin pump was under delivering. Customer stated the cannula was bent. Customer stated that the insulin pump had no delivery alarm and motor error and the insulin exited. Customer was able to complete pump rewind. Customer was performed displacement test and it was pass. Customer reported the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The device will not be returned for analysis.